Event description:
A customer reported that during vitrectomy surgery, the trocar broke off while in the patient's eye. The surgeon was unable to recover the broken piece and could not tell if it was retained in the eye at the conclusion of the surgery. The patient has been ordered to have an x-ray. Follow up information from the customer indicates that the light pipe was stuck in the trocar and the trocar broke off. The broken piece was not found in the patient's eye with careful search. No foreign body was found on x-ray examination. The patient's outcome was noted as "good".

Manufacturer narrative:
The investigation is in progress. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to company acceptance criteria. A root cause has not been determined. (B)(4).